Manufacturer narrative:
Event date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was patient rep mentioned they would like to know who implanted the scs for the patient. Patient rep mentioned the patient started feeling this lump and having pain in their hip around may 10th. Patient rep noted the implant was not charging like it was before. Patient rep mentioned patient went to their primary care physician took an x-ray of the patient and referred patient to a specialist for a hip replacement. Patient rep mentioned once patient met with the orthopedic surgeon on (B)(6), they were told patient doesn't need hip replacement surgery they have arthritis and the scs moved out of position. Patient rep mentioned the orthopedic surgeon ordered a series of lumbar spine x-rays to check scoliosis. Patient rep stated they found a company that will look to see what happened and why the scs moved but would need patient's record from when the scs was implanted.  Agent provided patient with implant date, implanting hcp and implanting hcp's phone number. The patient rep was redirected to the patient's hcp once they establish.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that the implant had travelled out of pocket and the patient was not able to get full assistance with pain. Hcp told the pt to meet with a rep to do a test to find the ins location and what type of operation it was doing. Pt was in touch with the rep fields 2-3 weeks ago. Then the pt rep tried reaching out a couple of times but did not hear back. I reviewed the process of contacting the rep. Redirected to hcp. I emailed the field. Managing hcp's name   see general text for omitted information.